Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the unknown surgery on (B)(6) 2013 the inner screw of the flex arm in the big clamping screws pulls out when the clamp screw is tighten. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and was investigated. Due to an unknown cause, the inner screw came out. Looking at the flex arm all parts seem to function and are accounted for. Based upon the (B)(4) and incoming inspection, this lot was previously accepted and conforms to specifications. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.